Manufacturer narrative:
(B)(4).

Event description:
Patient reports she had a lead revision in (B)(6) 2010. The paddle lead has "migrated up 2 vertebrae". States her bed was "dropped" while transporting her to her room after surgery. States she dropped 1 1/2 inches and states it caused a lot of pain. No x-rays were taken at the time to assess lead placement. Patient is currently working with her physician. Add'l info has been requested and if received, a f/u report will be sent.